Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿, vented cap. The connection tip to the chemotherapy device reportedly detached spontaneously during tubing manipulation and during patient use. Direct reattachment of the chemotherapy bag was prohibited. A physical defect with the device was not observed before the incident. The health condition of the patient was stable, no one was harmed, additional medical intervention was not required. There was a delay in therapy of several hours, no blood loss, no adverse events.

Manufacturer narrative:
The complaint of disconnection / loose connection on item 011-cl3534 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Updated information can be found in d9.